Event description:
The customer states that smoke came from the axsym analyzer. Liquid leaked from a loose sample pipettor probe section of tubing and overflowed onto a circuit board and flooded the sample pipettor r-motor causing the motor to malfunction and smoke accompanied by "noise." There were no injuries as a result of this issue or damage to the surrounding environment reported. A service call was initiated. There is no impact to any patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) visited the customer site and replaced the damaged mobile board and r motor and performed a sampling probe calibration on the abbott axsym system. The fsr verified the instrument performance. Subsequent instrument operations and test results were acceptable. A review of the service history record indicates there have been no additional electrical malfunction complaints initiated on axsym (B)(4), since the fsr serviced the analyzer. A review of complaint records found no similar complaints for electrical malfunctions of the probe arm mobile ii board due to sample pipettor probe tubing leakage. The axsym system operations manual (list number 9a26-06) provides adequate information concerning electrical hazards and emergency shutdown procedures. A malfunction of the axsym analyzer was identified. The investigation indicated a loose sample pipettor probe tubing leaked fluid onto the sample pipettor r motor, causing an electrical malfunction and visual smoke to be emitted from the probe arm mobile ii board on axsym (B)(4). This is a final report.